Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The treatment was completed by manually booting the flexvision pc. The philips field service engineer (fse) examined the system onsite and confirmed that flexvision pc did not bootup correctly. Upon troubleshooting, the fse checked the system and found that there is no power to the power plug when the system is off. Fse found that the ups did not have any power, and the breaker kept tripping confirming the issue was likely caused by a hardware failure, specifically the motherboard. To resolve the issue, fse recommend to replace the flexvision pc. The same issue reoccurred after a few days, where fse flexvision pc to resolve the issue. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If exposure issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A did not emit x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that flexvision pc did not bootup correctly. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.